Event description:
It was reported that the pulse generator exhibited an output anomaly. Threshold testing revealed 100 percent ventricular capture with a pacing rate of 130 ppm at 2.0v. Pacing rate at 150 ppm exhibited loss of capture at 7.5v.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.